Event description:
Adverse event(s): "no patient involvement." (No patient involvement). Product problem(s): "damaged probe would not cut." (Failure to cut). The trainer reported, the illuminator probe broke inside the system and it was not possible to remove it. The system was stopped, a whitish crystallized substance was noticed between the probe and the port 1 fiber connector. The event occurred during a training session. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).